Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient resented in clinic with the implantable cardiac monitor exhibiting episodes of tachycardia and atrial fibrillation. Upon examination of the episodes, they were determined to false episodes due to post sensed t-wave oversensing. There were no adverse consequences to the patient. The clinic elected to continue to monitor the patient. No changes were made.